Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported he had four infusion sets which got pulled from the body, the tubing came off from the set close to the patch. The patient had high blood glucose (400 mg/dl something) and he re-inserted the infusion set. The site was at the abdomen/arm and the pump was in the patient's shirt pocket. The infusion was in use for one day. Reportedly, the infusions were not stored in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.